Manufacturer narrative:
The actual complaint unit is not available for evaluation because the pt discarded it. Batch review of the reported lot was performed and no deviations were noted. Chesmistry and microbiological testing on a retain were performed; all results were within specification. However, the manufacturer site confirmed that the reported lot is for another formulation of complete, not complete moistureplus. Furthermore, this reported lot was prepared for distribution in another country, not in the u.s. Where the reported incident occurred.

Event description:
A contact lens technician from an optometrists' office reported that a pt experienced an "ulcer" following use of complete moistureplus multi-purpose solution. Despite follow-up attempts, no information received regarding treatment. The patient recovered and successfully resumed lens wear with complete moistureplus.